Manufacturer narrative:
(B)(4): the test strips involved with this complaint were found have control solution outside the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2012 the reporter contacted lifescan (lfs) in (B)(4) alleging the meter reading inaccurately compared to another meter with results of "11.7 mmol/l" on the lfs meter and "7.4 mmol/l" on another meter. The reporter did not provide any blood glucose readings. This complaint is being reported because the reported results did not meet lifescan's precision/accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There is no indication that the lfs product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 (06/17/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 05/23/2013 with the following findings: the meter has passed testing with no faults found. The complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.